Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: blower stalled" error code (1134). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "check vent: blower stalled" error code (1134) in the event log. It was reported that the blower revolutions per minute (rpm) in pneumatics does not rise above 3000 rpm with pressure set and no output at patient outlet. The customer was provided with the part number for a replacement blower assembly. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on (B)(6) 2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.